Event description:
In this event it is reported that nontemplate aligner arch caused a severe open bite to the patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.